Event description:
While the technician was learning the system operation by herself, the c-arm came into near collision with the catheter table. She intented to stop the c-arm movement by hand and injured her finger.